Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and systemic lupus erythematosus ("lupus") in a 26-year-old female patient who had essure (ess205) (batch no. 12258954) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. In 2004, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2004, the patient had essure (ess205) inserted. In 2005, the patient experienced weight increased ("weight gain"). In (B)(6) 2007, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), cervical dysplasia ("recurrent cervical dysplasia"), abdominal pain ("abdominal pain"), skin irritation ("skin irritation") and contusion ("bruising"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, depression, anxiety, weight increased, infection, vaginal haemorrhage, menorrhagia, allergy to metals, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, cervical dysplasia, abdominal pain and contusion outcome was unknown and the rash and skin irritation was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, cervical dysplasia, contusion, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, pelvic pain, rash, skin irritation, systemic lupus erythematosus, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted. As per pfs: if you have not had your essure removed, are you currently planning for essure removal? No as per mr: 05dec2007, operative procedure: 1. Total abdominal hysterectomy. 2. Bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and medical record were received. New reporters and reporter information added. Plaintiff demography added. Concomittant disease added. Product indication added and implanted date updated. Lot no. Received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), rashes, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, recurrent cervical dysplasia, contusion, abdominal pain and skin irritation. Event allergic reactions updated to nickel allergy and autoimmune issues updated to lupus. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and systemic lupus erythematosus ("lupus") in a 26-year-old female patient who had essure (ess205) (batch no. 12258954) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. In 2004, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2004, the patient had essure (ess205) inserted. In 2005, the patient experienced weight increased ("weight gain"). In (B)(6) 2007, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), cervical dysplasia ("recurrent cervical dysplasia"), abdominal pain ("abdominal pain"), skin irritation ("skin irritation") and contusion ("bruising"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, depression, anxiety, weight increased, infection, vaginal haemorrhage, menorrhagia, allergy to metals, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, cervical dysplasia, abdominal pain and contusion outcome was unknown and the rash and skin irritation was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, cervical dysplasia, contusion, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, pelvic pain, rash, skin irritation, systemic lupus erythematosus, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted. As per pfs: if you have not had your essure removed, are you currently planning for essure removal? No. As per mr: (B)(6) 2007, operative procedure: 1. Total abdominal hysterectomy. 2. Bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding') and systemic lupus erythematosus ('lupus') in a 26-year-old female patient who had essure (ess205) (batch no. 12258954) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify: what did your healthcare provider tell you about your results? The procedure worked. Concurrent conditions included overweight. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) for birth control as well as medroxyprogesterone acetate (depo provera) in 2004. In 2004, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2004, the patient had essure (ess205) inserted. In 2005, the patient was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), cervical dysplasia ("recurrent cervical dysplasia / abnormal tissue in my uterus"), abdominal pain ("abdominal pain"), skin irritation ("skin irritation/skin problem"), contusion ("bruising"), dizziness ("light headeness/ dizzy feelings"), abdominal distension ("bloating") and acne ("mine are like pimples as well arms, legs, back and neck"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, depression, anxiety, weight increased, infection, vaginal haemorrhage, menorrhagia, allergy to metals, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, cervical dysplasia, abdominal pain, contusion, dizziness, abdominal distension and acne outcome was unknown and the rash and skin irritation was resolving. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, anxiety, cervical dysplasia, contusion, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, pelvic pain, rash, skin irritation, systemic lupus erythematosus, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted. As per pfs: if you have not had your essure removed, are you currently planning for essure removal? No as per mr: (B)(6) 2007, operative procedure: 1. Total abdominal hysterectomy. 2. Bilateral salpingectomy. Doctor said he was not sure if all of the essure was removed. Still waiting on my medical records to see if my hysterectomy included removal of the coils back in 2008. In 2003 essure implanted and 2007 forced to have hysterectomy due to abnormal tissues in my uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Concerning the injuries reported in this case the following events were reported via social media : dizziness, patient-device incompatibility, abdominal distension quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and social media received. Events-"light headedness, bloating, pimples", concomitant drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding') and systemic lupus erythematosus ('lupus') in a 26-year-old female patient who had essure (ess205) (batch no. 12258954) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify: what did your healthcare provider tell you about your results? The procedure worked. Concurrent conditions included overweight. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) for birth control as well as medroxyprogesterone acetate (depo provera) in 2004. In 2004, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2004, the patient had essure (ess205) inserted. In 2005, the patient was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), cervical dysplasia ("recurrent cervical dysplasia / abnormal tissue in my uterus"), abdominal pain ("abdominal pain"), skin irritation ("skin irritation/skin problem"), contusion ("bruising"), dizziness ("light headeness/ dizzy feelings"), abdominal distension ("bloating") and acne ("mine are like pimples as well arms, legs, back and neck"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, depression, anxiety, weight increased, infection, vaginal haemorrhage, menorrhagia, allergy to metals, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, cervical dysplasia, abdominal pain, contusion, dizziness, abdominal distension and acne outcome was unknown and the rash and skin irritation was resolving. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, anxiety, cervical dysplasia, contusion, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, pelvic pain, rash, skin irritation, systemic lupus erythematosus, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted. As per pfs: if you have not had your essure removed, are you currently planning for essure removal? No. As per mr: (B)(6) 2007, operative procedure: 1. Total abdominal hysterectomy. 2. Bilateral salpingectomy. Doctor said he was not sure if all of the essure was removed. Still waiting on my medical records to see if my hysterectomy included removal of the coils back in 2008. In 2003 essure implanted and 2007 forced to have hysterectomy due to abnormal tissues in my uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - in october 2004: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Concerning the injuries reported in this case the following events were reported via social media : dizziness, patient-device incompatibility, abdominal distension quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received lab data was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune issues") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain") and infection ("infections"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, hypersensitivity, depression, anxiety, weight increased and infection outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, genital haemorrhage, hypersensitivity, infection, pelvic pain and weight increased to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.